Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle it was clogged. The following was received by the initial reporter: verbatim: consumer reported needle clog during injection.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle it was clogged. The following was received by the initial reporter: verbatim: consumer reported needle clog during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: investigation summary customer returned (16) 32ga 4mm pen needles loose without teardrop label. It was reported by the consumer that needle clog during injection. The returned samples visually verified and observed 10 bent npe cannula, 3 broken npe cannula and 3 without any issues. Clog test was performed on the samples without any damages and no issues were observed. As the return samples were open root cause cannot be determined for bent/broken npe cannula. Therefore, embecta was able to confirm the customer indicated issue as bent/broken npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer indicated issue as bent/broken npe cannula. Root cause cannot be determined as the returned samples were open.